Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had an air bubbles. The customer¿s blood glucose was 270 mg/dl. Troubleshooting was not performed. The customer stated that there was a lot of air bubbles with the small size. The customer was noticed the air bubbles during the therapy. The customer was allowing for the insulin to warm at the room temperature prior to filling the reservoir. The device will not be returned for analysis.